Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed via stored episodes of noise reversion and high ventricular rate. No other electrical measurements were detected. Programming changes were not discussed. The patient was asymptomatic, so the physician elected to continue to monitor the patient with routine follow-ups.